Event description:
A pk papyrus covered stent system was selected for treatment. Several attempts to cross the lesion were made but the pk papyrus could not cross. Upon removal and examination the pk papyrus stent was noticed to be shifted towards to the tip of the catheter and may have been slightly deformed.

Manufacturer narrative:
(B)(4) 2021 - the lot number is incorrect on this report. We are closing this report and have opened MDR-1028232-2021-01166, with the correct lot number.